Manufacturer narrative:
Concomitant medical products: product ID: m943899a, serial# unknown, product type: accessory. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has a hard time charging the ins. They can feel stimulation and has it set at 5 so they were not sure if the settings were playing a factor in charging intervals. They stated it takes 5 hours a day to charge the ins. They also stated the device turns off when the ins battery gets to 30%. They could tell because they stop feeling stimulation and the controller shows the stimulation is off. They stated they can feel the ins all the way around so they do not believe the ins was implanted too deep. They tried to move the recharger antenna on the skin and when they move slightly the recharging goes from excellent to good and takes forever to charge. They reported they did not notice an orange light or poor recharging screen. The patient stated they tried to use the recharging belt, but the antenna could not find the ins through the belt. They have to hold the antenna over the ins to charge. They stated the belt never worked and even a manufacturer representative (rep) attempted to troubleshoot with it. A replacement recharger was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was on hd settings and could barely feel stimulation. They just had their adaptive stimulation turned on and it wasn't on before. It took the patient 2-5 hours to charge. The patient was switched to ld settings and it was noted that the patient was receiving excellent charge quality. The patient's stimulation turned off at 40% and the representative couldn't tell which positions this happened in as it happened randomly. The patient couldn't reproduce the stimulation issue in the office and it was noted that impedances were within the normal range. The patient also reported that their ins wasn't holding a charge. They were advised to record when it happened with which positions and what the ins battery level was. The patient's weight was unknown no further complications reported.